Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was over 800 mg/dl, but exact value was not provided. Customer went to the emergency room and was subsequently hospitalized on (B)(6) 2020 due to elevated bg level and diabetic ketoacidosis. Intravenous insulin therapy was administered to address elevated bg. No further details were provided.